Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (motor fault alarm and ventilator inoperable). There was no patient involvement associated with the reported event. The customer stated that the reported issue was resolved by replacing the main printed circuit board (pcb).